Event description:
Tech alleged siderail would not latch in up position.

Manufacturer narrative:
Tech found broken rachet rivets from wear/deterioration. He replaced 6 broken rachet rivets to resolve. No alleged pt impact.